Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage at the top of the septum. The following information was provided by the initial reporter: the patient was ready to give the infusion port to flush and seal the tube and then pull out the butterfly wing needle. When flushing the tube, the normal saline was sprayed out from the side wall of the septum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a q-syte unit. A gross visual inspection of photograph 1 displayed a used device with clear liquid dripping throughout the device indicating damage to the septum. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly to mitigate the risk from this type of defect. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. As the device has been opened and used, it cannot be determined with certainty whether the defect originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage at the top of the septum. The following information was provided by the initial reporter: the patient was ready to give the infusion port to flush and seal the tube and then pull out the butterfly wing needle. When flushing the tube, the normal saline was sprayed out from the side wall of the septum.